Event description:
On 4 separate occasions the whole body mapping function of the camera failed and the top head ran into the patient having a bone scan. Because the camera moves very slowly, the tech was able to stop the camera and move the patient to another camera. All bone scans were successfully completed and there were no injuries to the patient or staff.